Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: an opened box with fourteen packets of product code w9261t was returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the eighteen packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected, the needles were intact and no damages, breakage on the body, tip, or swage area were observed. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, to needle by resistance, pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4), date sent to the FDA: 1/5/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, the suture tore, the loop side of the suture detached and the needle was broken. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the procedure date? (B)(6). According with event description, it was reported 4 sutures from the same box had problems while using. In 3 cases the suture torn or the needle was detached. In 2 of these cases the needle broke after several passes. Could you please advise what is the issue of the 4th suture reported? (B)(6: suture torn. (B)(6): suture torn/loop side detached. (B)(6): suture torn(loop detached-continued suturing) + broken needle. (B)(6): needle broke. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2021-12036, 2210968-2021-12037 and 2210968-2021-12038.